Manufacturer narrative:
(B)(4). This lot was manufactured from september 22, 2014 to september 25, 2014. Evaluation summary: the device was received for evaluation. During visual inspection, a white particle, between 0.67 and 1.82 mm in size, was observed floating in the fluid within the reservoir. Fourier transform infrared spectroscopy determined the particle to be acrylic material. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the problem is unknown. A CAPA has been opened for this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had particulate matter within its reservoir. This was found after filling with ceftazidime, meropenem and tobramycin and before patient use. There was no patient involvement. No additional information is available.